Event description:
It was reported that during an unknown procedure, the device fired but did not staple, no staples came out either. There were no patient consequences.

Manufacturer narrative:
(B)(4).